Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not turning on. She went to swimming in the pool. Insulin pump was moisture exposure to the insulin pump. Fluid was there in battery compartment. Customer was reported issue with o-ring or battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly.